Manufacturer narrative:
One used partial. List #a1129, 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, clamp, nanoclave® t-connector (purple ring), rotating luer. One used. List #unknown, purple connector. As received a visible crack was observed on both returned samples. Both sets were tested as per procedure and leaking from the crack on both the female luer was confirmed. The complaint of leaking issues with t-connector can be confirmed. The probable cause of the crack is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint/event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, clamp, nanoclave® t-connector (purple ring), rotating luer. Leakage of an unspecified infusate was reported with the t-connector (where the male adapter connects) while hand flushing in the emergency department. There was no report of human harm. A second device was returned for evaluation, confirming a crack.